Event description:
It was reported that during a tonsillectomy procedure using a procise xp wand, the patient sustained a superficial burn on the inner cheek. The doctor applied bacitracin and instructed the patient to add bacitracin application to the post-operative treatment. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
The device returned for evaluation had been used for treatment. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. Visual evaluation under magnification shows minimal electrode wear with dried tissue and discoloration on the electrodes from activation of the device. There is a significant amount of scratch marks present on the shaft near the handle of the device. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings in which the ablate and coagulation performed as intended. The suction and saline lines were tested and performed as intended. During functional evaluation there was no elevation in temperature near the bushing and handle area of the device. The complaint could not be verified as the returned device functionally performed as intended. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a superficial burn. Other factors that could contribute to the reported event includes: failure to maintain suction could create steam which may cause thermal injury; withdrawing the wand while power is being applied or contact with metal surgical instruments (such as a mouth guard) may pass current to the patient and result in burns. Steam can be present when insufficient suction is used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications.